Event description:
It was reported that a user applied a new dexcom g7 sensor that failed to pair with the ilet, and the user confirmed they do not use the dexcom app or a receiver; the agent verified the sensor code, had the user re-enter the pairing code, and advised that pairing can take up to 30 minutes, consistent with an intermittent communication failure involving the device¿s wireless components, including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet, characterized as intermittent communication failure associated with the electrical and magnetic subsystem, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.